Manufacturer narrative:
Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify fiber tip/cap break. The glass cap bevel edge and metal cap are not aligned hence glue failure was observed. The glass cap can rotate within metal cap and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window as intended. The outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the product complaint "fiber tip broke" could not be confirmed. The damages found on the fiber were determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 12:44 pm CT.the report number is being corrected from: 2937094-2018-60265to: 2937094-2018-60021

Event description:
It was reported that during a benign prostatic hyperplasia procedure, a total of four (4) fibers were used. The first two fibers broke at the distal tip; the first failed at 114,894 joules and 11 minutes of use and the second failed at 121,687 joules and 18:55 minutes of use and error 171 was noted. The third fiber failed at 282,435 joules and 31:53 minutes of use with no failure mode reported. The procedure was completed with a fourth fiber. The fiber tip (cap) of all three failed fibers were not cleaned during the procedure. No injury to the patient was reported. This event is for the second failed fiber.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, a total of four (4) fibers were used. The first two fibers broke at the distal tip; the first failed at 114,894 joules and 11 minutes of use and the second failed at 121,687 joules and 18:55 minutes of use and error 171 was noted. The third fiber failed at 282,435 joules and 31:53 minutes of use with no failure mode reported. The procedure was completed with a fourth fiber. The fiber tip (cap) of all three failed fibers were not cleaned during the procedure. No injury to the patient was reported. This event is for the second failed fiber.